Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties to advance and material separation. It is possible that the guide wire was not properly supported or coaxially aligned during advancement in the guiding catheter, resulting in the reported resistance. Further manipulation would have contributed to the guide wire separating; however, without the device to examine, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and moderately calcified lesion in the superficial femoral artery. A ht command 18 st guide wire was being advanced through a 0.018 non-abbott support catheter; however, resistance was felt and the guide wire separated into two pieces. The support catheter and guide wire were removed as a unit and the separated piece also came out. The procedure was successfully completed with a new guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.